Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, the 980 ventilator shut down. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The field service engineer (fse) inspected the device and found a diagnostic code relevant to the reported incident recorded in the ventilators memory logs however, was not able to duplicate the reported issue. The ventilator passed all testing and is ready for use. The ventilator has been returned to the customer.